Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported false occlusion alarm was not confirmed. No suspect or concomitant devices or logs were returned for this investigation; therefore, a further investigation of this issue could not be performed. The alaris system user manual v12.1 states to ensure the following when preparing an infusion: ¿ ensure that the administration set is properly loaded into the device. Failure to do so might lead to an instrument malfunction. ¿ before operating the instrument, verify that the administration set is free from kinks and correctly installed. ¿ ensure the tubing placement is over pressure sensors. ¿ use only bd alaris pump infusion sets with the pump module. The use of any other set can cause improper instrument operation, in an inaccurate fluid delivery or other potential hazard. ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported false occlusion alarm was not determined. No suspect or concomitant devices or logs were returned for this investigation; therefore, a further investigation of this issue could not be performed.

Event description:
It was reported that the an infusion at 2 ml/hour with a demo set and the occlusion pressure setting was set at 525 despite the pressure reading low on the device. The customer reported multiple multiple false alarms. There was patient involvement but no harm.

Event description:
It was reported that the an infusion at 2 ml/hour with a demo set and the occlusion pressure setting was set at 525 despite the pressure reading low on the device. The customer reported multiple false alarms. There was patient involvement but no harm.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.